Event description:
It was reported that the patient has not had a noticeable improvement/benefit from the dbs therapy since the implant that was performed in (B)(6) 2020, despite several adjustments in the programming. Visits with several healthcare providers (hcps), who performed electrode mapping via MRI and CT scans found that one of the electrodes was not correctly implanted and was not at the target (subt halamic nucleus). It was found that during the implant surgery in (B)(6) 2020, the electrode was not fixed with the stimloc burrhole device. No surgical intervention has been taken but electrode repositioning is needed with a stimloc fixation system. A replacement lead was requested.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(6), ubd: 12-jul-2023, UDI#: (B)(4), implanted: (B)(6) 2020: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.